Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 42 mg/dl. Reportedly, customer has brittle diabetes. Additionally, customer reported that the pump settings needed to be adjusted. Customer drank orange juice and ate glucose tablets to address bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.